Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charging system exhibited a mechanical connection issue in which the charging cable would not remain seated in the charging pad and the pad intermittently failed to illuminate when connected to wall power, as documented by photos and videos; replacement charging equipment was shipped. Symptoms included no adverse clinical effects. Outcomes included replacement of the affected external accessory and no impact to therapy. Investigation included review of complaint information and visual media provided by the user. Investigation of this case revealed an intermittent power/connection malfunction of the charging pad assembly. It was concluded that the device component experienced a nonclinical malfunction of the external charging accessory, with no user injury and no effect on blood glucose control.